Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure was displaced') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), abdominal pain ("severe abdominal pain") and cyst ("essure was in contact with 15 mm necrotic cyst"). The patient was treated with surgery (essure extraction). Essure was removed. At the time of the report, the device dislocation, abdominal pain and cyst outcome was unknown. The reporter considered abdominal pain, cyst and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure was displaced and was in contact with a 15 mm necrotic cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or family member is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure was displaced') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), abdominal pain ("severe abdominal pain") and cyst ("essure was in contact with 15 mm necrotic cyst"). The patient was treated with surgery (essure extraction). Essure was removed. At the time of the report, the device dislocation, abdominal pain and cyst outcome was unknown. The reporter considered abdominal pain, cyst and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure was displaced and was in contact with a 15 mm necrotic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or family member is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2021: daughter wrote she claims reimbursement for her mother (case is legal now), events were considered related to essure. The essure was extracted, case was upgraded to serious incident. Consumer's initials were provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.